Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. Concomitant products: stockert generator (model# unknown serial# unknown). Manufacturer's ref. (B)(4).

Event description:
It was reported that a male patient, in his 50s, underwent a redo ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. Several hours post-procedure, the patient became severely hypotensive and a pericardial effusion was confirmed via echocardiography. Pericardiocentesis was performed and yielded an unspecified amount of fluid. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the adverse event. It was noted that the patient was transferred from the (B)(6) medical center to the intensive care unit at the university (B)(6). Patient outcome is improved. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. There is no sheath information. Stockert generator was set on smarttouch settings. There is no information regarding specific generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. It was noted that ablation time for most lesions was 30 seconds. Irrigated catheter flow was set at 17 ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained between 250-300 seconds. Spi value was reported to be 45 grams. Smarttouch catheter was in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
Correction to initial report. It was discovered on 10/25/2017, that the incorrect manufacturer reference number was provided. (B)(4).